Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a gauge issue occurred. The target lesion was located in the lower left extremity. A encore 26 inflation device was used to inflate a 5x40mm mustang balloon catheter. However, during the first inflation attempt the dial on the encore 26 would not register any pressure with visual confirmation of balloon inflation. The encore 26 was detached and replaced with another of the same device. The same mustang balloon catheter was successfully used during the procedure. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).